Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
In the bone & joint journal vol 100-b no. 8, "the exeter v40 cemented femoral component at a minimum 10 year follow-up: the first 540 cases," it was reported that of 5 exeter stem revisions due to periprosthetic fracture, "patients had a vancouver b2 (femoral) periprosthetic fracture with well-fixed cement required revision of the stem." This is unknown exeter stem 3 of 5.